Event description:
Additional information was received confirming the device was replaced.

Event description:
It was reported that following the electronics performance indicator (epi), an alert was received by the clinician, and the device was explanted. The patient was in stable condition.